Event description:
It was reported that a pad and pump mattress had exposed wires.

Manufacturer narrative:
On 10/17/2013, a careguard pad and pump that had exposed wires was determined to be reportable.